Event description:
Medtronic received the following journal article which is summarized in the following: secondary endovascular and conversion procedures for failed endovascular abdominal aortic aneurysm repair: can we still be optimistic? (Vascular, vol. 17, no. I, pp. 15-22, 2009). Secondary intervention and conversion for failed evar repair from jan 97- dec. 05, 625 patients underwent elective evar at university of cologne, germany, using talent (n=257), aneurx (n=57), and 5 other manufacturers. Primary evar failure with conversion (n=8); 2 pts died during conversion; one patient had iliac rupture and one had mi due to proximal placement above renal arteries. From the remaining 617 follow-up patients: 139 patients (22.5%) had secondary procedures, including 39 conversions. Acute secondary procedures (n=29): 13 patients with severe kinking underwent lysis and palmaz stenting, and 16 patients with extreme kinking underwent fem-fem bypass. Elective secondary procedure (n=71). 41 patients with migration; including 29 with proximal type 1 endoleaks. 30 patients with severe kinking were treated with a palmaz stent. Secondary conversions (n=39). 5 patients with acute conversions (n=1 talent). 34 elective conversions due to migration (n=15), type 1 (n=2), type iii separation (n=6), type iii material fatigue (n=5), aaa expansion (n=5), aortoenteric fistula (n=1). It is unknown which manufacturer's device contributed to which event. The physician was contacted for requested to provide specific information to each lot number, implant date, intervention and patient outcome. At this time no further information was provided.

Manufacturer narrative:
Evaluation codes, results: conclusions: (identity of device and other details were not provided). See scanned pages.